Event description:
Complainant alleged that during the transport of a pt suffering from heat exhaustion, the device screen intermittently blanked out during pt monitoring. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.